Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was "high" on the cgm graph. The elevated blood glucose was addressed with a correction through the pump. Customer changed pump supplies and resumed insulin delivery. Customers blood glucose was 206 mg/dl upon follow up with tandem technical support.